Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced patient side manipulator (psm) 2 due to recognition/engagement issue(s). The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation reproduce the customer reported complaint, vessel sealer alarming during test driving.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, a vessel sealer extend (vse) instrument was alarming on the system's patient side manipulator (psm) 2. The customer power-cycled the erbe, reseated the instrument sterile adapter, the instrument, and used a new instrument with no change. The customer then used the vse instrument on the psm 1, and it worked. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed live system logs and observed multiple 23017 errors on the psm 2, axis 5. The customer also stated that the error was only occurring with the vse instrument, but then the error occurred with a different instrument on the psm 2. The tse advised that the error may reoccur with other instruments and inquired if this was a three (3) or four (4) arm case. The customer replied that this was a three (3) arm case. The tse advised the customer to use the psm 4 in place of the psm 2. The customer proceeded with the case. Afterwards, the customer called isi back and informed the tse that they had to keep pressing the recover button to finish the procedure. The error also occurred with a grasper instrument installed on the psm. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.